Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/25/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint states that a loss of connection was reported. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information is available

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined.